Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump¿s battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/12/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 01/29/2014 with the following findings: a review of the pump history showed multiple ¿low battery¿ alarms and one ¿replace battery¿ alarm. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The battery compartment was intact; no cracks were observed. There was no evidence of moisture contamination found inside the battery compartment. The returned battery cap was able to fully secure to the pump. No power loss was observed during investigation. The pump current draw was found to be within the required specifications. The pump case was removed and no evidence of moisture contamination was found inside the pump. The battery terminal contacts were inspected and no evidence of intermittent contact was observed. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint of the short battery life was observed in the pump history but was not able to be duplicated during investigation.